Event description:
I have never had this happen in twenty years of having a period, but with this new box of tampax pearl leakguard protection regular tampons, as I was removing the tampon for disposal, it ripped and left large amounts of fibers inside of me that I had to manually remove. I'm unsure if I even was able to get all of it, and given the risk of infection and toxic shock syndrome this is very concerning. I don't know if it was my box specifically, or if there is a problem with the entire lot that was produced.